Event description:
It was reported that the pt went through a store security system, felt a shock, and thereafter experienced a loss of therapeutic effect. The pt's health care provider (hcp) noted impedances of greater than 4000 ohms. A revision was performed. During the surgery, it was determined that the pt had a "nasty infection." It was suspected that the infection caused the pt's problems with the device system. After removal of the device, the pt was doing "fine." No further details, pt symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.